Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported failure to advance appears to be related to operational circumstances of the procedure. Based on the reported information, during advancement the graftmaster failed to cross the heavily calcified, heavily tortuous anatomy resulting in the failure to advance. Additionally, the reported treatment appears to be related to the operational circumstances of the procedure as another device was successfully used in replacement. The noted damages to the sds likely occurred post procedure or during packing for return analysis as there was no damage noted on the sds during inspection prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous left anterior descending artery. The 3.50x19mm graftmaster failed to cross due to the anatomy. The device was replaced with a new same device to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.